Event description:
It was reported that the patient was unable to inflate his inflatable penile prosthesis (ipp) due to the pump was too hard to pump as it was high riding in the scrotum. A surgical procedure was performed to remove and replace his ipp, a broken reservoir was identified. The procedure was successfully completed without patient complications.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The ams 700 flat reservoir was visually inspected and leak tested. The reservoir has wear at fold in the reservoir shell. There was a leak in the reservoir shell that was the result of fatigue at the corner of a fold, hole was present. The reservoir krt was worn to filament. The ams700 ipp cylinders were visually inspected and leak tested. Both cylinders had wear at fold in cylinder body. The krt of both cylinders were worn to filament. Cylinder 1 has a pinhole leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; pinhole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Product analysis was unable to confirm the reported events related to pump has inflation and migration issues but confirmed a hole in the reservoir. The product record review indicated reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was unable to inflate his inflatable penile prosthesis (ipp) due to the pump was too hard to pump as it was high riding in the scrotum. A surgical procedure was performed to remove and replace his ipp, a broken reservoir was identified. The procedure was successfully completed without patient complications.